Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. Approximately on (B)(6) 2026 after sensor insertion, the patient experienced a skin reaction at the insertion site, including a burning sensation, redness, inflammation/swelling, blisters, and pain/discomfort at the needle puncture site. The sensor subsequently failed, and the patient removed it. Upon removal, the patient observed that the insertion site was warm to the touch, mildly painful, and swollen. In response to the symptoms, the patient applied a cold compress by wrapping ice in a towel and placing it on the affected arm. The following monday morning, the patient sought medical evaluation from a physician, who examined the affected area. According to the physician, the condition was diagnosed as cellulitis. The patient was prescribed doxycycline 100 mg orally twice daily for seven days and mupirocin 2% topical cream to be applied three times daily for five days. Following treatment with the prescribed medications, the patient's condition improved, and the redness, swelling, and pain completely resolved. At the time of reporting, the patient was reported to be doing well and the condition had fully resolved. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.